Event description:
The hospital has previously reported two similar issues with this device in which replacement tips for the conmed electrosurgical handpieces did not fit into the handpiece securely and were falling off while the handpiece was in use. It was discovered that other defective lot numbers of the defective handpieces have been supplied to the hospital.